Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018 alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-apr-2018 with the following findings: the black box data from the report date has been overwritten due to continued use of the pump. The current black box showed no evidence of short battery life. The pump¿s ¿ez-prime¿ steps were performed correctly and all the current draws were within specifications. A battery life issue was not duplicated during the investigation. The pump¿s cover was removed and there were no intermittent conditions found to the printed circuit board (pcb) or to the continuous glucose monitoring module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.